Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that she went to the emergency room for high blood glucose. She stated she was on a boat all day and was not testing her blood glucose. She ate food and drank a lot of water. At midnight she got home and tried testing her blood glucose, but it was so high that it would not register. Her last infusion set change was at 6:00 pm that day. She stated her blood glucose was over 600 mg/dl. She went to the emergency room when her blood glucose would not register. She was treated with an insulin IV and fluids and monitored until she was released in the morning, but she was not admitted. When customer returned home, she removed her infusion set and found the cannula was bent in half. Customer was advised to check her blood glucose a few hours after an infusion set change. Nothing further reported.